Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
Consumer reported complaint for high blood glucose results accompanied by symptoms., daughter, is calling on behalf of the customer. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 150 to 180 mg/dl. The customer did report symptoms of headache, fatigue and nauseousness on (B)(6) 2018. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed. The meter memory was reviewed for previous test result history: (B)(6). Daughter called in and states the meter is reading high blood results. Customer states the meter read 244 mg/dl fasting and ambulance meter read 349 mg/dl fasting. Customer is also concerned with high readings of 248 mg/dl fasting, 277 mg/dl fasting, 252 mg/dl fasting received from true metrix meter. Customer states normal fasting range is 150 mg/dl-180 mg/dl fasting. Customer is unavailable to retest glucose levels. Customer denies the need for medical attention at the time of call and denies signs and symptoms of hypoglycemia or hyperglycemia. Customer discarded test strip container that was receiving high readings so customer is unable to send back strips for investigation. Customer was hospitalized on (B)(6) 2018 for infection and hyperglycemia. She was treated with insulin (unknown) and vancomycin. She was discharged on (B)(6) 2018. Her results when at the hospital was 280 mg/dl non- fasting (B)(6) 2018 320 mg/dl non-fasting (B)(6) 2018.